Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that a display wire and flex cable were pinched. It was also indicated that three case screws were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors which would not retain a cable. The epg was returned for service. There was no patient involvement.